Event description:
It was reported that the patient was very depressed after receiving 19 inappropriate shocks. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, all insulators were breached from a clavicle-rib crush, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation bilumen tubing had voids, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. Performance data collected from the device was analyzed and revealed high resistance/impedance with 1 - patient alert for rv.pace lead z > 3000 ohms on (B)(6)-2011 03:00:05. The daily pace lead impedance log data showed an abrupt increase for v.pace = 392 to 16382 ohms peak between (B)(6)-2011 and (B)(6)-2011. There was also oversensing, with 26 - ventricular nst<=210 ms on (B)(6)-2011 in the timeframe between 12:20:21 and 13:14:13 and 7 - vf<=210 ms average v-cycle on (B)(6)-2011 in the timeframe between 10:38:47 and 13:14:15. In addition, there was interference/noise with the ventricular short interval count v-sic=5327.1 counts avg/day, in 11.93 days, between (B)(6)-2011 14:45:22 and (B)(6)-2011 13:06:49.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance with 1 - patient alert for rv pace lead z > 3000 ohms on (B)(6) 2011 03:00:05. The daily pace lead impedance log data showed an abrupt increase for v pace = 392 to 16382 ohms peak between (B)(6) 2011. There was also oversensing, with 26 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 12:20:21 and 13:14:13 and 7 - vf<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 10:38:47 and 13:14:15. In addition, there was interference/noise with the ventricular short interval count v-sic=5327.1 counts avg/day, in 11.93 days, between (B)(6) 14:45:22 and (B)(6) 2011 13:06:49.